Event description:
It was reported by the customer that the bd pyxis medstation es system user had a login issue and was unable to remove the medications for a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, g1, h6 and h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 21-nov-2022 to 20-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device login issue. A technical support specialist confirmed that the issue was resolved by customer. The system functioned as intended after the customer resolved the issue.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device login issue was due to the user account being locked. A technical support specialist confirmed with customer that the hospital information technology team unlocked the user account. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system user had a login issue and was unable to remove the medications for a patient. The customer reported that there was no delay in the patient workflow. There were no adverse events or injuries reported based on this event.